Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) for a consult review of this cardiac resynchronization therapy defibrillator (crt-d) stored episode to confirm device operation. Upon review, the patient self conducted ventricular rhythm accelerated from the vt zone to the vf zone after bursts of anti-tachycardia pacing (atp) therapy was applied. The device delivered one 41 joule shock which successfully converted the rhythm. No additional adverse patient effects were reported. This device system remains in service. Subsequent additional information was received that reported during a ventricular episode the crt-d was found to have accelerated arrhythmia post burst of atp. A shock was sent that successfully converted arrhythmia. It was also noted the left ventricular (lv) intrinsic amplitude measured to be out of range and the heart logic heart failure index was above threshold. No additional adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
This product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, no problem was detected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of rhythm acceleration was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) for a consult review of this cardiac resynchronization therapy defibrillator (crt-d) stored episode to confirm device operation. Upon review, the patient self conducted ventricular rhythm accelerated from the vt zone to the vf zone after bursts of anti-tachycardia pacing (atp) therapy was applied. The device delivered one 41 joule shock which successfully converted the rhythm. No additional adverse patient effects were reported. This device system remains in service.